Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 40 mg/dl, 400 mg/dl, and 246 mg/dl within 10 mins. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported that after receiving a glucose result of 40 mg/dl, he self- administered glucagon, and then after dosing receiving a glucose result of "around 300 mg/dl". The customer reported feeling light headed, shaky and nauseous. He went to a local emergency room, where he reported to the hospital "got the blood sugar back to normal." There was no report of death, serious injury, or permanent impairment associated with this event.